Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a severe occlusion alarm. Although requested, information regarding the intervention taken on the behalf of the patient and the patient outcome has not been provided.

Manufacturer narrative:
An exhalation valve flow sensor (evq) was returned to covidien/medtronic¿s failure analysis. An investigation was performed and no fault was found. If information is provided in the future, a supplemental report will be issued.